Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on 04 jun 2019, during a regular pacemaker check, ventricular lead impedance was confirmed to be below 200 ohms. The pacemaker was in safer, atrial pacing/sensing rate and ventricular sensing rate were at 100%. Episodes stored in the device memory were suspicious of noise oversensing in the ventricular chamber. Isometric test could not reproduce this noise oversensing. As measurements did not show significant changes other than low ventricular lead impedance, the physician reprogrammed the setting of ventricular sensitivity higher and the patient was continued to be followed up. In addition, intermittent loss of atrial capture was suspected in the provided patient files. Preliminary analysis revealed that the reported issues on the ventricular channel most probably resulted from a ventricular lead issue. The intermittent loss of atrial capture could be due to an atrial lead positioning and/or patient¿s physiology.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, during a regular pacemaker check, ventricular lead impedance was confirmed to be below 200 ohms. The pacemaker was in safer, atrial pacing/sensing rate and ventricular sensing rate were at 100%. Episodes stored in the device memory were suspicious of noise oversensing in the ventricular chamber. Isometric test could not reproduce this noise oversensing. As measurements did not show significant changes other than low ventricular lead impedance, the physician reprogrammed the setting of ventricular sensitivity higher and the patient was continued to be followed up. In addition, intermittent loss of atrial capture was suspected in the provided patient files. Preliminary analysis revealed that the reported issues on the ventricular channel most probably resulted from a ventricular lead issue. The intermittent loss of atrial capture could be due to an atrial lead positioning and/or patient¿s physiology.